Event description:
The customer reported that the silent nite sleep appliance had broken parts. No further information was provided. Update: based on the device received on 09/25/2025, it was observed that an anchor was broken off.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. Affiliated MDR# 3011649314-2025-01211. The manufacturer's internal reference number is: (B)(4). Additional information: b5: "describe event or problem" d4: "model#" & "catalog#" d9: "device available for evaluation" corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the silent nite sleep appliance had broken parts. No further information was provided.